Event description:
The customer reported to customer service that after using the breast pump for a short time, she developed a rash. She indicated that she boils her breast pump accessories and uses antibacterial soap.

Manufacturer narrative:
A replacement pump was sent to the customer. In clinical follow up with the customer, she indicated that she purchased a swing breast pump to increase her milk volume as her baby was not gaining weight. She used the breast pump for one day and developed an itchy rash on both breasts. She stopped using the swing breast pump and began using a rented symphony breast pump. She applied a prescribed cream/ointment (apno) for 3 days and the rash disappeared. She indicated that she would return the swing breast pump for testing/analysis. As of the date of this report, the pump has not been received from the customer for testing/analysis. It cannot be definitively concluded that the pump caused or contributed to the rash. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed. We will monitor complaints for similar issues. Clinical assessment: per telephone conversation with customer: infant not gaining weight; mother counseled to begin pumping to increase milk volume; week-end situation and not able to rent a hospital grade pump; purchased a swing pump x 1 day; develop an itchy rash on both breasts; stopped using the swing breast pump; able to rent a symphony breast pump; rash has disappeared after using a prescribed cream/ointment 'apno' for 3 days; ointment prescribed by physician; no further skin symptoms. Customer had questions regarding how to increase milk volume using the symphony breast pump; counseling tips given. Summary: reviewed complaint and response by customer service and interaction with quality personnel and customer. Based on the customer statement that she is no longer experiencing symptoms with alternative rental pump and different breast shields, and with no report of continued symptoms, this issue is resolved with no permanent adverse effects to the customer.